Manufacturer narrative:
No further information was provided by the customer.

Event description:
The user reported that one of the synchron prealbumin (pab) test kit was leaking due to a crack. The customer did not report any user injury or medical intervention in association to this event.